Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window and a broken reservoir tube lip.

Event description:
Customer states he received a no delivery alarm. Customer's blood glucose is 224 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information given.